Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 5 of 5. The technical service representative (tsr) explained alarms and had the home patient (hp) cycle the power to clear them. The hp stated that at the beginning of dwell 5/5, they disconnected 2 empty bags, but left the clamps open on the lines. Not long after that, the hc started alarming, so then the hp disconnected. The tsr then advised the hp to never disconnect any bags until the end of therapy, unless it was the drain bag. The hp understood explanations, cleared alarms, ended therapy and would call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the registered nurse (rn). The rn was informed that the hp disconnected solution bags during therapy and a left the clamps on the lines. The rn stated they would retrain the hp. The rn stated the hp has had no injury or medical intervention from this incident and have been performing therapy successfully in general.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed. The cause was the patient disconnected an empty solution bag during therapy. The cause was a use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.